Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens was exchanged with longer length lens. Problem was resolved. Cause of the event was reported as unknown.